Event description:
It was reported that the water was not circulating. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Visual test & functional test performed. It was confirmed that the motor rotation was weak, and the circulating water was not turning, confirming the customer's complaint. The root cause was a malfunction of the gri pump. At the customer's request, the product was returned to the customer without repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.